Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9077794. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was provided for evaluation. Bd investigators noted that the returned sample had a large bend originating at the root of the cannula. The degree to which the needle is bent suggests a large force was applied to the needle. Although, sections of the manufacturing process have been identified as a potential root cause for this complaint, however the transportation and storage of this device has, in previous investigations, been shown to be the most likely root cause for this event. The shipping company has been notified of the situation and bd standards and expectations have been re-communicated. H3 other text : see section h.10

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was found bent and missing its cap before use when opening up the packaging. The following information was provided by the initial reporter, translated from chinese to english: "one intima-ii was noticed with cap missing and catheter bent after unwrapped the package"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was found bent and missing its cap before use when opening up the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "one intima-ii was noticed with cap missing and catheter bent after unwrapped the package."